Manufacturer narrative:
Additional information was received on a.2., b.3., b.5., d.1., d.4., d.6.a., e.4. And h.4. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, after a month of surgery the patient started having the symptoms. It was also stated cant see and it was everything blurred.

Manufacturer narrative:
Corrected information provided in b.5., h.6 (FDA patient event codes). Additional information provided in h.3., h.6. And h.10. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The reporter is the patient. Symptoms started one month after surgery. The hcp has not responded to request for further information. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, after a month of surgery the patient started having the symptoms. It was also stated that patient had redness, itch, halos and cant see and it was everything blurred.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the cataract surgery with intraocular lens (iol) implant procedure, the patient experienced blurred and halo effects. Had problems reading small print and grocery shopping price lists. Had yttrium aluminium garnet (yag) posterior capsulotomy to no good results. The patient was being told that there is nothing else to do, he has to live with-it and patient stated that can not see. There are two medical device reports associated with this event. This report is associated with the 2 of 2. Additional information has been requested.